Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. Subsequently, the insulin gauge decreased to 30 units, and then the insulin gauge decreased to 0 units. The customer's blood glucose level was 257 mg/dl. Reportedly, the contact loaded a new cartridge, changed the supplies, and administered a correction bolus.